Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to open the instrument and complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The condition has been confirmed; however, the exact cause could not be reliably determined.